Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit repeatedly displayed a downstream occlusion error even when it was not applicable. There was unknown patient involvement and reported no harm.

Manufacturer narrative:
One device was received for evaluation for the complaint that the unit repeatedly displayed a downstream occlusion error even when it was not applicable. The review of event log found and confirmed cassette not attached alarm in event log. There was no 12-month service history during the review. The visual and functional testing was performed. The issue cannot be replicated report error. The probable cause of the report error is the dso sensor and replaced dso (downstream occlusion) sensor to resolve report error. This device passed all functional tests after the repair.